Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing ongoing high blood glucose levels (as high as 450 mg/dl) with a dangerous level of ketones. Boluses via the pump and insulin injections were used to address the bg level. A system check was performed using the current supplies on the pump and the pump was found to be functioning as expected. Tandem technical support advised the contact to discuss the high bg levels with a healthcare provider. The contact acknowledged.